Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, chronic fatigue, pain during intercourse, excessive hair loss, excessive rashes, excessive weight gain, and dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. In an effort to determine the cause of her pain, plaintiff underwent diagnostic imaging which revealed that one of her essure coils had bent and migrated out of her fallopian tube. In or around (B)(6) 2012, she underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and diagnostic imaging revealed that essure migrated out of her fallopian tube. She underwent a hysterectomy to have the essure coils removed, approximately 6 months after insertion. This event is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration, or occur as a result of uterine/ fallopian tube perforation. In the present case, hysterosalpingogram was performed and she was advised that her coils were properly placed. She started to present pain and diagnostic imaging was performed which revealed that one of her essure coils had bent and migrated out of her fallopian tube. The exact date of the event is unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated out of her fallopian tube') and genital haemorrhage ('bleeding') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of her essure coils had bent". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and mental disorder ("psych injury/ other symptom"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, discomfort, genital haemorrhage, menorrhagia, pelvic pain, back pain, abdominal distension, abdominal pain, fatigue, dyspareunia, alopecia, abnormal weight gain, tooth disorder and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, discomfort, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: essure confirmation test conducted specify unknown. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet received, new reporter, essure indication, start stop date and event bleeding, psych injury/ other symptom were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.